Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained lower values while wearing the adc freestyle libre sensor compared to a paramedic's meter. On (B)(6) 2020, the following sensor scans of 4.2 mmol/l,6.6mmol/l, and 5.3 mmol/l were obtained. The customer experienced weakness and swollen legs due to a history of heart failure and called emergency services. Upon arrival, a sensor scan of 8.7 mmol/l was obtained compared to a blood glucose of 17.8 mmol/l obtained on the paramedic's meter. The customer was taken to the hospital and treated for 6 days in the intensive care unit with insulin and IV fluids or a diagnosis of hyperglycemia. The customer was also treated with blood pressure medications and potassium for low potassium and hypotension. There was no report of death or permanent injury associated with this event.